Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the procedure, the image turn completly black". No negative impact in state of health reported. Cross reference MDR: 2027009-2025-02319.